Event description:
Received a report from consumer's father indicating his daughter was in the hospital and had been diagnosed with toxic shock syndrome (tss). Limited information provided.

Manufacturer narrative:
We have requested and await more patient information, and the return of the remaining product for evaluation, and data code information for investigation.